Event description:
Endo gia universal roticulator reload, 45-3.5, blue, #030455, lot #n9g0021 was used to close tissue across stomach but it was noted that the staples were malformed and the tissue had separated. The surgeon thought the tissue might have been too thick for the blue reload, so staples were removed and a new reload was used without problems.